Event description:
It was reported that the lead exhibited high thresholds. The left ventricular lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.